Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) and device manufacturer representative (rep) regarding a patient who was receiving morphine 5 mg/ml at a dose of 0.25 mg per day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. Following the patient's pump implant the day prior, on (B)(6) 2016, they woke up the next morning with increased back pain and pain at the pump site. They then presented to the ER (emergency room). It was reported the patient had a distended bladder and over 1,000 ml of urine that she couldn't empty. They could barely move both legs and couldn't bear any weight on them. As a result, a MRI was to be performed. The patient was admitted to the hospital the night of the implant with the urinary retention and reportedly paralyzed legs. They were then transferred to another medical center. It was then reported on (B)(6) 2016 there was a suspected catheter implant in to the patient's spinal cord. A neurosurgeon explanted the patient's device system on (B)(6) 2016. It was clarified a MRI was performed as they had suspected the catheter was implanted in to the spinal cord. The results of the MRI were not complete at the time of the call. Movement and sensation in the patient's leg had returned, however, the patient still had drop foot in their left foot. The following day, on (B)(4) 2016, information was received from the patient's follow-up hcp. It was noted their device/catheter tip placement was t8. It was clarified the patient had urinary retention and not distention. It had resolved. The MRI results remained unknown and as of (B)(6) 2016 their hcp was obtaining them. The cause of the patient's bladder issues, inability to move their legs, back and pain at the pump site was determined to be a possible epidural hematoma but they were awaiting the MRI. Along with the pump and catheter being removed, two dura patches were placed. The patient as of 05/24/2016 was walking with a walker and doing pt (physical therapy). Then, on (B)(6) 2016, it was reported the catheter was in the spinal cord. The patient's follow-up hcp still did not have the MRI results as of (B)(6) 2016. There was no epidural hematoma and the patient was still experiencing left foot drop. Further information was not provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.